Event description:
Customer service engineer was unable to duplicate/verifty customer complaint of no audible alarm with buv mode. They replaced alarm as precautionary measure. Device passed extended. Self test for all functions.